Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On feb 4, 2010, the lay user/patient contacted lifescan alleging that the onetouch ultramini meter read imprecisely. The medical surveillance specialist (mss) contacted the pt to obtain/clarify info. The pt reported readings of 112, 120, and 153 mg/dl performed greater than 20 minutes apart on feb 4 in the afternoon. He also mentioned other readings of about 120 and 275 or 279 mg/dl and says the readings were "jumping all over the board" that day. He said that due to the readings, he took about 3 tablets of glimepiride that day. He says, he usually takes half of a tablet at breakfast. At lunch if the reading is too low then he would eat a snack, if it is too high then he takes another half of a tablet. He says he ate normally that day and checked his blood sugar 4-5 times more than normal. At around 7:15 pm, the pt allegedly became lightheaded and passed out. He says he may have lost consciousness. His daughter and wife treated him with pure sugar dissolved in warm water and it took him less than 30 minutes to feel better. He also mentioned that he may have gotten the test strip port contaminated with dirt due to not being able to fully close his carrying case. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. This complaint is being reported because the pt alleged inaccurate readings, took add'l medications based on the readings and suffered symptoms indicative of hypoglycemia requiring treatment.